Manufacturer narrative:
A complete lead was returned in one piece. The helix was found retracted and clean. The inner coil inside the connector region was found over torqued consistent with damage caused in the field. The helix was able to extend and retract by applying torque at the connector pin and the full helix extension was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
During device preparation, prior to contact with the patient, the helix would not extend from the lead. The lead was replaced and the new lead was successfully implanted and the patient was stable.